Event description:
On 03/30/2008, the pt stated that he has experienced 7-8 infusion sites fall off of his body within the past week. He uses his abdomen as an infusion site and does not insert sites where there is body hair. He uses IV prep wipes and opsite 3000. The pt is blind and was unable to provide lot info. A request for face-to-face training to troubleshoot the issue was submitted. He was also advised to consult with his physician. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.